Manufacturer narrative:
Continuation of concomitant medical products: 5071-53 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient attempted a manual transmission as the automatic transmission did not send. The manual transmission was unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.